Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 25th of october 2022 and 25th of april 2023 recorded a fluctuating pacing impedance between 200 ohms and 800 ohms with a drop to <150 ohms at the end of recording period. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
The lead was explanted on (B)(6) 2023. Upon receipt, the medial fragment (approximately 25 cm length) was received for analysis. The proximal fragment including the is-1 connector pin and the distal fragment including the lead tip were not returned. An extraction aid was found on the returned fragment, it is reasonable to assume that the lead was cut during the surgery. In the course of the analysis of the returned medial fragment, no deviations were noted, which can be considered to be the root cause of the clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that oversensing and low pacing impedance values were noted on this rv lead. No adverse patient events were reported. Lead currently remains implanted. Should additional information be received, this file will be updated.